Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a low battery alarm. Blood glucose value was 610 mg/dl at the time of the incident. The customer was not hospitalized. Troubleshooting was performed and the device will be replaced and returned.

Manufacturer narrative:
Device passed the stop current test, run current test, self test, off no power test and displacement test. No unexpected off no power alarm or low battery alarm noted during testing. (B)(4).